Event description:
The device was returned due to the pump having a travel reverse error. The results of the investigation confirmed the reported error. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed. The device's alarm history was reviewed, and the reported complaint was confirmed. The cause of the problem was worn out clutch parts. The left/right clutch, worm gear, worm coupling and motor were replaced to fix the issue.